Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, rtg0084549 x3, rpl 278816 (con): information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stimulation. The patient reported that they were in the hospital for reasons unrelated to the device/therapy and they were going to have an MRI. The patient reported they gave their programmer to the staff to turn the stimulation off. The patient did not end up having an MRI but then saw a screen with a doctor and a telephone. (It was noted that they were not able to confirm what code was on the screen.) The patient tried syncing to the stimulator with two different antennas and without the antenna and they saw poor communication. It was noted the issue was not resolved through troubleshooting and an email was sent to the repair department. It was noted that the patient was going to be calling back after receiving their new programmer to see if the call your doctor screen appeared again. On (B)(6)2020, the patient did call back after receiving the replacement programmer and the patient was still encountering the poor communication message. The patient was redirected to follow up with their managing health care professional (hcp) to check the status of their ins. No further complications were reported at this time.